Manufacturer narrative:
The lifter was inspected by an arjo rep and found to be in good shape. There were scratches on both legs, the crossmember, and castore. There were no scratches on the mast, hanger bar, spreader bar, or covers. The lifter was function tested and found to be working to specifications. The sling was also inspected and found to be slightly worn. The left shoulder clip and right leg clip both had one insert missing and fit very loosely on the spreader bar pins. The other two clips fit loosely on the hanger bar pins. Pictures of the sling were sent to the manufacturer for further investigation. The instruction sheet supplied with the sling clearly states, "before use it is essential that the sling attachment cords, the slings, their straps and the attachment clips are carefully inspected before each and every use. If the sling cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." It would appear the sling met all the criteria for replacement, but was still in use. Although it is indicated the lift operator was trained to use the equipment, no training data could be given. From internal testing that simulates an event such as the one reported, the manufacturer has learned that there must have been an outside upwards force to detach the clip, even if the clip was worn and/or fitting loosely. The force to detach a shoulder clip can only be performed by the patient himself by force of hand. Alternatively, it is possible, although not suggested or detailed in the information received, that the carer used the sling straps to reposition the patient and accidentally detached the clip. As there appear to have been no deficiencies that provide a direct causal link between the device and the patient dropping, the MFR concludes the root cause of the event to be insufficient knowledge of the operating instructions for slings. The MFR recommends caregivers that use the lifter and sling are retrained against the operating and product care instructions for the slings, paying particular attention to the instructions regarding "check before use."

Event description:
The facility reports the cna was transferring the resident to his bed. During positioning of the resident, while suspended approximately four (4) feet from the floor, the cna heard a snap and noticed the sling clip by the right shoulder detach from the spreader bar. The cna was by the right shoulder of the resident, when this event occurred, and he grabbed the sling immediately to keep the resident in the sling. While holding the sling, he lowered the resident to the floor using the lifter. The transfer was completed using another sling. No injuries were reported.